Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was returned for evaluation. The magnum gun was visually inspected upon receipt, and it was found to be in good overall condition. Further, sleds were found to have the visible wear lines. The device was functionally tested and passed the tests as gun was primed and fired but with lots of resistance due to the very dry gun identified during evaluation. Additionally, safety lever and trigger are found to be stiff during functional testing. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device doesn't fire and the investigation is determined to be confirmed for the identified device primed and fired with lots of resistance. The root cause for the reported device failure to fire issue cannot be determined as the problem could not be reproduced. The root cause for the identified device primed and fired with lots of resistance was determined to be the gun was very dry. During the evaluation, it was also determined that the wear lines on the sleds are likely to contributing to identified device primed and fired with lots of resistance. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. Expiry date: 04/2025.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly didn't fire. There was no patient contact.